Manufacturer narrative:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on 01-dec-2020. The most recent information was received on 08-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), paraesthesia ("with paraesthesia of the right lower limb (no neurological illness)"), feeling abnormal ("5 years of continuous ovulation sensation"), abdominal distension ("abdominal distension") and vulvovaginal candidiasis ("vaginal culture + for candida albicans") and was found to have chlamydia test positive ("vaginal culture + chlamydia test"), neisseria test positive ("vaginal culture + for gonococcus") and mycoplasma test positive ("vaginal culture + for mycoplasma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, paraesthesia, feeling abnormal, abdominal distension, vulvovaginal candidiasis, chlamydia test positive, neisseria test positive and mycoplasma test positive outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, chlamydia test positive, feeling abnormal, mycoplasma test positive, neisseria test positive, paraesthesia and vulvovaginal candidiasis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): microbiology test - on an unknown date: vaginal culture : + (positive) for candida albicans. Chlamydia test, gonococcus, mycoplasma. Negative for ureaplasma. Neurological examination - on an unknown date: lumbar pain with paraesthesia of the right lower limb: neurological illness was ruled out. Ultrasound scan vagina - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on 01-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), paraesthesia ("with paraesthesia of the right lower limb (no neurological illness)"), feeling abnormal ("5 years of continuous ovulation sensation"), abdominal distension ("abdominal distension") and vulvovaginal candidiasis ("vaginal culture + for candida albicans") and was found to have chlamydia test positive ("vaginal culture + chlamydia test"), neisseria test positive ("vaginal culture + for gonococcus") and mycoplasma test positive ("vaginal culture + for mycoplasma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, paraesthesia, feeling abnormal, abdominal distension, vulvovaginal candidiasis, chlamydia test positive, neisseria test positive and mycoplasma test positive outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, chlamydia test positive, feeling abnormal, mycoplasma test positive, neisseria test positive, paraesthesia and vulvovaginal candidiasis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): microbiology test - on an unknown date: vaginal culture : + (positive) for candida albicans. Chlamydia test, gonococcus, mycoplasma. Negative for ureaplasma. Neurological examination - on an unknown date: lumbar pain with paraesthesia of the right lower limb: neurological illness was ruled out. Ultrasound scan vagina - on an unknown date: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.